Manufacturer narrative:
03-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampons do not have the string attached [device physical property issue]. Case description: consumer called to report that 3 of the tampons purchased did not have a string attached. No injury was reported. Follow-up: investigation results for lot code 0255243050w0705 are reported in ae case # (B)(4).

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called to report that 3 of the tampons purchased did not have a string attached. No injury was reported.